Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported shaft separation was confirmed. The reported deflation issue and difficult to remove from the introducer sheath (is) were unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. The reported shaft separation appears to be a cut and not a separation that is consistent of two materials being pulled apart. The shaft appears to have been cut with a sharp object and aligns with the cut on the non-abbott is used. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. It was reported that the distal part of the device separated inside the introducer sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified left superficial femoral artery that did not have any tortuosity. Pre-dilatation was performed with a 4.0 x 120 mm armada 14 balloon catheter without any issues. It inflated once at 8 atmospheres. However, there was difficulty deflating the balloon. It was partially deflated and met resistance with the introducer sheath during removal. The balloon then separated inside the introducer sheath; therefore, both devices were removed as a single unit. The introducer sheath was cut outside the anatomy to remove the balloon. The balloon was not damaged and remained partially deflated. Contrast in the balloon was noted. Another introducer sheath and an unspecified balloon catheter were used for post-dilatation to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.